Event description:
Reference number (B)(4) event occured in the united states . It was reported that the patient faced two infusion sets got pulled off during use event on (B)(6) 2025. The infusion set was in use for one day.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-18246. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 12-feb-2026 against "lot number 6009674 and similar malfunction code(s): adhesive patch completely detaches during use-detachment / significant wetness, adhesive patch lifts or detaches during use (only use for confirmed adhesive issue) . The review confirmed that lot 6009674 and the identified failure mode are not associated with any nonconforming reports (ncrs) or corrective and preventive action (capas) of the same or similar nature. Similar complaints search: a query was run in the eqms on 12-feb-2026 against "lot number" criteria equal 6009674 and similar malfunction codes adhesive patch completely detaches during use- detachment / significant wetness, adhesive patch lifts or detaches during use (only use for confirmed adhesive issue). The count of complaint is 4. The complaint number is (B)(4). Device history record (DHR) review: the lot 6009674 was manufactured according to the work instruction (wi) version 117 and manufactured in the line 08 on 19/oct/2024 with a total of (B)(4) units. In the test 6 1 set with found folded tyvek tab, with malfunction no is relation. Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review identified minor findings. They were managed according to procedure and did not impact compliance; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the above investigation, further investigation was required because the following threshold was met 3 or more complaints exist for the same lot and similar malfunction(s). Statistical analysis result: after assessment of the failure via product trending over time with control charts, the risk has been deemed as within accepted limits. No further action is required. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6009674 and related malfunction codes for adhesive issues. More than 3 complaints were identified for this lot and based on the assessment of the malfunction and product family trending over time, the risk has been deemed within accepted level. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.